Manufacturer narrative:
(B)(4). Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During follow-up, an x-ray was performed to confirm the conductors of the riata lead were externalized. The patient will continue to be monitored with remote care. The patient is doing well.